Event description:
It was reported that the procedure was to treat an 85% stenosed proximal left anterior descending artery. A balance middleweight (bmw) elite guide wire crossed the lesion and a non-abbott balloon catheter was advanced on the guide wire; however, there was resistance and the balloon could not cross the lesion. The balloon catheter could not be withdrawn over the bmw elite, so the balloon catheter and guide wire were removed together as a single unit. A non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter 3.0x15mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.